Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high threshold measurements, loss of capture (loc) and a 200 ohms vary in pacing impedance measurements was observed from the chronic 800-850 ohms range. The patient was pacemaker dependent. The physician performed non-invasive programmed stimulation (nips) and noted stable shock impedance measurements of 50 ohms with defibrillation threshold (dft) testing and stable pacing impedance measurements of 800-850 ohms. The system looked normal under fluoroscopy. The physician programmed the system to true bipolar with left ventricular (lv) lead pacing and sensing only and opted not to revise the rv lead at this time. Boston scientific technical services (ts) discussed lv lead function based on timing on the rv lead. No additional adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that loss of capture (loc) continued to be observed with this crt-d and rv lead. Exit block was suspected. An invasive procedure was performed. During explant of the rv lead, another manufacturer's right atrial (ra) and left ventricular (lv) leads became dislodged. The crt-d, ra, rv and lv leads were all explanted and replaced. No additional adverse patient effects were reported.